Event description:
Uncomfortable -vagina [vulvovaginal discomfort] the string falls apart [device breakage] uncomfortable to pull out- tampon [complication of device removal] uncomfortable to insert- tampon [complication of device insertion]. Case narrative: reporter stated via email that the tampon strings fall apart and all her friends mentioned the same thing. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.